Event description:
On may 22, 2006, a clinical incident involving a paredc plasma wand was reported to arthrocaro. During a nucleoplasty procedure of cervical discs, c3 and c4. It was reported the electrode detached and remained in the patient's disc at the most posterior portion of the disc. It was also reported by the hospital, the nucleoplasty procedure was successful and there was no reported patient injury. There is no plan to reoperate to remove the fragment from the patient's disc. The patient was reported to be doing well.

Manufacturer narrative:
H.6 - the device was returned for evaluation. A visual examination and functional testing of the device was performed. The detachment of the electrode tip was verified, but the root cause of the detachment could not be determined. Mechanical damage to the electrode tip was found. No other similar complaints have been reported for this lot. The sales representative reported reviewing the x-rays with the physician and the x-rays showed the fragment remained at the most posterior portion of the patient's disc. The instructions for use for the device states the wand should be inserted using fluoroscopic guidance to "ensure proper deployment of the device into the center of the disc."